Event description:
It was reported that the asymptomatic patient received a patient notification for high, out of range, pacing lead impedance. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.